Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked, the 'up', 'down' and 'ok' buttons were unresponsive and contamination was found under all the button contacts. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. On investigation the pump powered up to the verify screen in accordance with normal operation. A crack was found in the battery compartment and the battery cap was unable to secure properly. No evidence of moisture ingress was found in the battery compartment or the pump interior. In addition, the keypad was found to be torn. The contrast button responded properly while the remaining keypad buttons were unresponsive. Removal of the keypad cover found contamination under all the button contacts. Initial reporter: (B)(6).